Event description:
It was reported that the patient developed an infection of the implantable cardioverter defibrillator (ICD) site, and the ICD system was explanted on (B)(6), 2025. The patient had bacteremia (mssa) with vegetation around the right ventricular (rv) lead. Subsequent blood cultures obtained (B)(6) were negative and the patient underwent new implantation of a dual chamber ICD (medtronic) on that day. On (B)(6), while still in the hospital, the patient arrested into pulseless electrical activity (pea) and cardiopulmonary resuscitation (CPR) was administered (prolonged) which restored his circulation. A do not resuscitate order was then placed and the patient passed away later that day. It was stated that the patient had existing metabolic issues coupled with heart failure that contributed to his death.

Event description:
It was reported that the patient developed an infection of the implantable cardioverter defibrillator (ICD) site, and the ICD system was explanted on (B)(6) 2025. The patient had bacteremia (mssa) with vegetation around the right ventricular (rv) lead. Subsequent blood cultures obtained on (B)(6) were negative and the patient underwent new implantation of a dual chamber ICD (medtronic) on that day. On (B)(6), while still in the hospital, the patient arrested into pulseless electrical activity (pea) and cardiopulmonary resuscitation (CPR) was administered (prolonged) which restored his circulation. A do not resuscitate order was then placed and the patient passed away later that day. It was stated that the patient had existing metabolic issues coupled with heart failure that contributed to his death.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.